Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing in pyxis. A technical support specialist (tss) confirmed that the customer added new department but was sending active directory (adt) and orders with incorrect facility, which the customer corrected. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing in pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.